Event description:
It was report that during follow-up, the atrial lead exhibited loss of capture and loss of sensing. The lead was unable to be repositioned and was explanted and replaced. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.